Manufacturer narrative:
Corrections: brand name changed from thmcl smrttch,bi,nav,tc,d-f,c3 to thermocool® smart touch¿ bi-directional navigation catheter. Health professional changed from no to yes. (B)(4). The bwi failure analysis lab received the device for evaluation on 02/01/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, the patient became hypotensive and a pericardial effusion was confirmed via ultrasound. Pericardiocentesis yielded 1600 ml. Patient was reported to be in stable condition the returned device was visually inspected in detail and found to appear in normal conditions. Then, per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter reported was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Additionally, eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate generator, model # m-4900-07, s/n: (B)(4). Smartablate pump, model # m-4900-08, s/n: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, the patient became hypotensive and a pericardial effusion was confirmed via ultrasound. Pericardiocentesis yielded 1600 ml. Patient was reported to be in stable condition. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available.